Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The reprogramed the surgeon side console (ssc), after reprograming, system powered on with no issues. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. System issues related to error messages/faults can be worked through with troubleshooting. The fse reprogramed the surgeon side console to resolve the issue.

Event description:
It was reported that during training/demo, the clinical sales representative (csr) contacted the technical support engineer (tse) to report during a training today the system kept faulting out with 297's. The csr hard power cycled the system and error came back at power up. The csr tried to restart it like the screen suggested but it still faulted out after reboot. System is online so no logs are available. There was no patient involvement.